Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous iliac artery. An unspecified guide wire was placed in the lesion and the 5.0 x 20mm sterling balloon catheter was then advanced. During an unknown inflation attempt, it was noted the pressure did not go up and the physician suspected the balloon had ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).